Event description:
It was reported that a non-abbott stent was placed in a past procedure in the proximal left anterior descending artery (lad). During a non-tortuous, non-calcified, distal lad stenting procedure, as the mini vision stent delivery system (sds) was being advanced through the previously placed stent, the mini vision stent would not cross, became caught on the previously placed stent, and dislodged from the sds with removal. A non-abbott snare device was used to try and retrieve the dislodged stent, but the mini vision stent became stretched and part of the mini vision and the non-abbott stents were sticking out into the left main and the aorta arteries. The mini vision stent and the first and second rows of the non-abbott stent were cut and removed during cardiac surgery. The non-abbott stent remains in the patients' anatomy, but the proximal part is stretched. The patient's condition was stable. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: suoh, runthrough ns. Guide cath: radiguide 6fjl3.5, heartrail7f jr4, intrafocus, gooseneck microsnare stent: endeavor stent. Through stent struts. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: only the stent was returned for evaluation. The stent damage and stent dislodgement were confirmed. The reported failure to cross, damage by another device and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.